Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump stuck at prime. The customer¿s blood glucose value was 160 mg/dl. Customer stated that the rewind message occurred after an alert. Customer stated that they were stuck in rewind complete. Customer stated that they did not receive 2nd series of beeps nor did numbers appear on the screen. Customer was advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly or a33 alarm noted during testing. (B)(4).